Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set tubing came apart on (B)(6) 2026 due to forceable pulled at work. The infusion set was in use for one day. The site of detachment was close to site location. No further information available.